Event description:
Customer's mother reported an emergency room visit due to high blood glucose readings, chest pain and difficulty breathing. Customer's blood glucose reading at the time of the hospitalization was 728 mg/dl. Customer was treated with manual injections and IV at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A big air bubble was noted in the tubing along with a low battery alarm in the alarm history. Customer's current blood glucose reading is 236 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.